Event description:
This catheter has 2 steerable distal tip curves, one of the curves stopped bending or curving, it was a catheter issue. One of the curves stopped working in the middle of the case. The catheter was removed and a new catheter was used. The procedure completed without further issues. No injury to the patient.